Manufacturer narrative:
PMA/510(k): k212323. This MDR follow up report is being submitted to cancel the initial report submitted 12/19/2022 relating to this event. The initial report was submitted based on the uncertainty of the clip position upon deploying; to account for the possibility that the clip may have deployed in the open position which could have required medical intervention to preclude serious injury (retrieval of the foreign object). Additional information provided by the complaint facility indicated that the clip deployed in the closed position. The instinct plus endoscopic clipping device is designed to remain in the patient's body and pass naturally in the closed position, therefore prematurely deploying in the closed position does not pose a risk of serious injury or death for the patient. Based on further quality and medical evaluation this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information section for this justification.

Manufacturer narrative:
PMA/510(k): k212323 the investigation is ongoing. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an unspecified procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip prematurely deployed upon exiting the scope channel. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.